Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2010 during which the surgeon noted dense adhesions to the mesh, including multiple loops of small intestine once the dense adhesions were carefully taken down, the defect was repaired. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there were dense small bowel adhesions to the infected mesh. The surgeon performed seroma evacuation, dissection of adhesions to the mesh, removal of the infected mesh and closure of abdominal incisional hernias. It was reported that the patient experienced severe pain, discomfort and nausea. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 4/10/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d1, d3, d4, g1.